Event description:
It was reported that the current system was completely shut off and unable to charge or turn on. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.